Event description:
Caller reported damage to the pump housing surrounding the usb port, impacting the ability to charge the pump. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.